Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated egm marker distortion not further defined. (B)(4)

Event description:
It was reported that a transmission of the implantable cardioverter defibrillator (ICD) device showed weird signals on the rv tip to rv coil electrograms. The device remains in use. It was also reported that the right ventricular (rv) lead alerted for high impedance on the superior vena cava (svc) coil. Additional testing determined the svc was fractured and it caused noise on the rv coil. The svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.